Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the patient presented with an infection with purulent discharge and redness. The physician believes the infection was due to the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.